Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported printer issue; mpu (main processor unit) pcb (printed circuit board) assembly found out of electrical specification. Analysis also found the programmer failed common mode wrist tests; ECG (electrocardiogram) connector was loose on the lem (link electronic module) pcb assembly. Signs of corrosion found on the bulk head in the keyboard compartment. It was noted the system fan was noisy. (B)(4)

Event description:
It was reported the programmer paper won't work. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.